Manufacturer narrative:
Failure event observed during analysis. Final analysis found full breach insulation degradation was noted at 4.5cm from the connector pin. Outer insulation was twisted and surface cracking to outer insulation was noted in this location.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. Related manufacturer reference number: 2017865-2020-02947, related manufacturer reference number: 2017865-2020-02952.